Event description:
On (B)(6) 2009, pt reported she received and e6 (mechanical error) last week. She stated she changed the battery and completed troubleshooting and error message cleared. Pt reported since the e6 appeared, the vibration alarm has stopped working properly. She states it is much louder, "really vibrates", and sounds different from the backup infusion device. Pt reports the infusion device continues to deliver insulin properly. Confirmed there are no loose components on infusion device which would effect vibration. Had pt remove and reinsert battery and vibration alarm was still defective. Pt switched to backup infusion device today. Pt set basal rates, time, date, and completed cartridge change. Advised this is the basic setup. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.